Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062903. The device involved in the event was removed from the patient and not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a naso-jejunal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On may 15th 2023, abbvie received a complaint for a 77 year old male from czech republic. Patient underwent placement procedure for naso jejunal (nj) tube on (B)(6) 2023. It was reported that "after the nasojejunal probe was inserted and the air test was performed, ¿¿gradual flooding¿¿ with duodopa administration was started on the same day. On (B)(6) 2023, an x-ray detected a coiled nj probe in which the end entered the right bronchus. Duodopa therapy was interrupted and the patient was transferred to the ICU. The patient was diagnosed with aseptic pneumonia and treated with unspecified antibiotics. The nj tube was removed and a new tube was subsequently placed. The report indicated that during the titration phase, the nj probe was displaced into the bronchus at night, probably when the patient coughed and duodopa was administered into the lungs. There was no evidence of device malfunction, deficiency or deterioration in the characterization of performance of the device.